Manufacturer narrative:
UDI: (B)(4). Initial reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgery, it was observed that the attachment device had an inner sleeve that was loose and needed a screw. There was no delay to the surgical procedure as an identical spare device was available for use. It was reported that the surgery was completed successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bushing came out adn the retaining pins were missing. Therefore, the reported condition was confirmed. It was also reported that the inner sleeve lose needs screw was determined to have been caused by insufficient retaining compound applied to the housing bushing during a previous repair. The assignable root cause was determined to be due to improper assembly/manufacture. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.